Event description:
Covidien (B) (4) reports customer indicates: presence of a layer of sediment (plastic type) in the dotarem solution found during the preparation of the needle. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of manufacturing investigation, a medwatch 3500a supplemental report will be submitted.